Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. The following was found with the subject meter: pump boots to verify screen with auditory and vibratory alarms; the display has a reddish tint to it, information is difficult to read. The pump was opened and a test display was inserted; the reddish tint did not travel to the test display. Observed no physical damage to the keypad; the "contrast and up" buttons are intermittent when pressed. The keypad was removed and contamination around the button contacts were observed. There are no alarms related to the complaint in the alarm history. There was contamination around the button contacts were observed

Event description:
The patient claimed that the up and down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.